Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the light guide cable cut, the remote control buttons malfunction, the remote control switch malfunction, the lg water supply tubes dirty, the lg air/water socket cylinder dirty, the lg prong top loose, the insertion flexible tube bump, the root brace rubber (lg control body) flared, and the up pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.